Event description:
The customer reported via phone call that the numbers on their insulin pump was rolling when attempting to enter their carbohydrates for a bolus. The customer's blood glucose was 224 mg/dl. The customer stated the numbers stopped rolling during the call. Customer could not recall any significant events leading to the keypad issues. The customer did not expose their insulin pump to moisture. Customer was advised their insulin pump needed to be replaced. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer will be returning the insulin pump for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. However, no scrolling numbers were noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.